Manufacturer narrative:
Photographs of the reported metal shaving were provided by the customer, confirming the reported issue. This coil is supplied to livanova by an outside supplier. A supplier quality notification was initiated to investigate this issue. Investigation connected with this event verified that, while the metal flake was determined to have come out of the coil during the procedure, it did not originate from the coil itself and is believed to have been deposited during one of the manufacturing processes. The root cause of this failure has been determined to be due to a defect in the supplier's manufacturing process. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. This is a known issue. Livanova has implemented a change order to run air through all coils received to ensure that they are free of any debris prior to consumption into a perfusion pack. Additionally, livanova has initiated a CAPA to investigate this issue further. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova received a report that a metal shaving was observed exiting the stainless steel cooiing coil of the custom perfusion tubing set during priming and recirculation. The metal shaving was caught in the reverse drip chamber. There was no patient involvement.